Event description:
Information was received indicating that a smiths medical pump was presenting with multiple system errors and a communication error. They were unable to obtain software data. There were no reported adverse events.

Manufacturer narrative:
Other, other text: returned device was received in decent physical condition but the top case was cracked by the tube holder. Evidence of reported problem in event log was found. During the evaluation of the device, the base hardware error was found during power up and battery communication and depleted battery message were also found on power up. The fault was found to be with the interconnect board for the first error and the battery for the second error. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.